Event description:
The hospital's biomed technician reported an infusion pump with failure code 807:01 which occurred during clinical use. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available to date. Alternate contact info was requested but no alternate contact has yet been identified.